Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator paced over an intrinsic rhythm, the screen was not working and the ventricular sensing indicator was stuck on, the device went through testing with no anomalies observed. Analysis did find that the upper and lower cases were broken and contaminated, the battery release, ring cover, board connector cables, keyboard, battery flex, heart lead flex, main printed circuit board (pcb), lead flex cover, two main pcb screws and the liquid crystal display were contaminated, one side bail cover was missing and one was broken and one side bail was missing. All found defective parts were replaced and all other identified issues were resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient and pacing over an intrinsic rhythm which precipitated ventricular tachycardia and cardiac arrest. The patient received intubation, pharmacological intervention, and defibrillation. The patient was revived. The epg was checked and would not complete normal start-up or turn on. It was also noted that light emitting diode (led) lights would flash, and the screen was not working; the epg displayed random dots and partial words. Additionally, the ventricular sensing indicator light would come on and remain on, and the epg would not respond to any button presses. The battery of the epg was changed twice with no change in functionality. The epg has been returned for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.